Manufacturer narrative:
(B)(4).

Event description:
The customer reported while the patient was in cardiac arrest, the staff was preparing to perform therapy, when the display went blank, and a black x was displayed in the rfu indicator box. There was no adverse patient impact where the staff performed CPR to revive the patient and brought in another device to monitor the patient's vitals.